Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for ventricular tachycardia. The net connect next generation (ngnk) did not alarm or show any arrhythmia alarms in arrhythmia recall on any patient. Technical support (ts) had our nk clinical specialist (cas) review the ngnk settings. Cas stated that the ngnk arrhythmia recall screen was completely blank, even though it showed arrhythmia waveforms in the event list, but there were no missed alarms. The bme noted this was the case for all the patients on the ngnk. Nk technical service account manager (tsam) went on-site to troubleshoot this issue. To resolve this issue, tsam changed the ip on the cns, thus initializing it, and this cleared the error on the ngnk and allowed the sending of arrhythmia recall strips. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: ngnk model #: ngnk-6803 serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for ventricular tachycardia. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for ventricular tachycardia. The net konnect next generation (ngnk) did not alarm or show any arrhythmia alarms in arrhythmia recall on any patient. Technical support (ts) had our nk clinical specialist (cas) review the ngnk settings. Cas stated that the ngnk arrhythmia recall screen was completely blank, even though it showed arrhythmia waveforms in the event list, but there were no missed alarms. The bme noted this was the case for all the patients on the ngnk. Nk technical service account manager (tsam) went on-site to troubleshoot this issue. To resolve this issue, tsam changed the ip on the cns, thus initializing it, and this cleared the error on the ngnk and allowed the sending of arrhythmia recall strips. No patient harm was reported. Investigation summary: the root cause could not be determined. The cns was reinitialized to resolve the issue. The reported missed alarm was not confirmed as the customer did not provided a time and date of the alarm. Two v tachy alarms were able to be confirmed through the photos provided by the customer. No further investigation required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 4/17/2025 ts emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 5/12/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 05/15/2025 emailed the bme for all information in the ni list above: they provided us with the model number, but not the serial number. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: ngnk. Model #: ngnk-6803. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. . Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for ventricular tachycardia. No patient harm was reported.